Event description:
A hospital in australia reported to our distributor that, after staff had performed a routine circuit change with a neonatal breathing circuit sle, they had to increase the pressure to achieve the previous peep. The ventilator alarmed following this. This hospital stated that the circuit was found to be leaking at the disc-like connection and that this also easily disconnected. The circuit was again replaced. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR. More info will be provided once the device has been received and an investigation carried out. Our monitoring and trending for the type of event has a rate of occurrence worldwide for the last year of 0.0058%.